Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal pelvic floor. It was reported that their first device did not work and that they noticed this almost immediately after implantation. The patient stated they never received any relief with that device. The agent asked if the patient had shared this information with their manufacturer representative (rep), and the patient stated they were so disgusted that the device was not working that they forgot about it. The patient said they later spoke with their doctor about the issue and requested removal of the device because they needed to undergo a scan and did not know how to turn the device off, so they had to contact the representative at that moment for assistance. The patient stated that the device was removed and replaced with a new one, and they were now satisfied, noting that the new device was easier to turn off for an MRI. The agent walked the patient through how to connect to their implant and activate MRI mode. The patient will maintain their current stimulation level and continue to track symptoms and was redirected to their doctor if the issue persists.